Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the unknown channel error. There was no patient involvement.

Event description:
It was reported that the unknown channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the pressure sensor. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11/12/2016 to the present date 10/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the unknown channel error. There was no patient involvement.

Event description:
It was reported that the unknown channel error. There was no patient involvement.